Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and rising impedance. Egm analysis indicated that the impedance had doubled in five months timeframe along with no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: 2004-9-17 (B)(4).